Event description:
It was reported that the atrial lead dislodged and that thresholds were high/unstable/unmeasurable. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood present on the proximal conductor and in/on the helix mechanism. A cosmetic depression was found on the outer insulation. The outer insulation was found breached cut; apparent explant damage.